Event description:
A customer contacted beckman coulter inc. (Bci) in regards to cracked hydro canister lids of the waste exit sumps on the unicel dxc 800 synchron chemistry analyzer. No injury was reported and no personnel were exposed to chemical or bio-hazardous material.

Manufacturer narrative:
A bci field service engineer (fse) ordered replacement canister.